Event description:
Reporter alleged obtaining the results of 91 mg/dl and 45 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she had some hypoglycemic symptoms and self-treated with food and drink. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
A complaint was received from a hospital regarding inaccurate readings on an adc blood glucose meter in comparison to the lab readings. It was reported that a meter reading of hi (greater than 27.7 mmol/l) was received within 10 minutes of a lab reading of 3.2 mmol/l. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Then user noted samples for toxoplasma igg with false positive results. The samples were retested with the vidas analyzer and the results were negative. No specific patient data could be provided. No information was provided to determine if the erroneous results were reported or if the patients were adversely affected. The lot number of the toxoplasma igg reagent was not provided.

Manufacturer narrative:
Additional information was received regarding the event including toxoplasma igg result data for 19 patient samples. Of the provided data, the results for four samples were discrepant. No units of measure were provided. Patient sample 1 result from the modular analyzer was 81.83 and the result from the vidas analyzer was 2. Patient sample 2 result from the modular analyzer was 41.01 and the result from the vidas analyzer was 3. Patient sample 3 result from the modular analyzer was 31.85 and the result from the vidas analyzer was 1. Patient sample 4 result from the modular analyzer was 47.28 and the result from the vidas analyzer was 3.

Manufacturer narrative:
19 patient samples were tested during the investigation. All were confirmed as containing anti-toxo igg by different methods. The 19 sample results were correctly reactive using the elecsys toxo igg assay. The elecsys toxo igg assay is designed to be very sensitive, therefore the confirmed discrepancies between the two methods are in accordance with the specification of the assay.